Event description:
During the procedure, an orbit coil (637hf0208/15675003) would not be detached at the green zone or red alternative detachment zone using an unspecified syringe (catalogue number and lot unknown). It is unknown how many times the physician attempted the detachment. Therefore, the orbit was safely removed from the patient and was replaced for a new one (lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is also unknown if the syringe was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (brand name and type unknown). The procedure was coil embolization for major aortopulmonary collateral artery (mapca) that was not calcified and not tortuous. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A non-sterile orbit helical fill 2x8 was received coiled inside of a plastic bag. Hypotube was inspected and kinks were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper was found without damage while the embolic coil was found stretched in knot condition with the device. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. Using a lab sample syringe 635-002, the orbit system was purging on the blue zone; after that the embolic coil was detached without difficulty when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported event failure to detach was not confirmed during the functional analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined, since it was reported that no other damages were noted on the device after the event. Based on the information, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time.